Manufacturer narrative:
The hill-rom technician the control board needed to be replaced. Per the hill-rom service manual the centra bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician confirmed the parts for this bed are obsolete as the last production of this model was from 1993. Based on this information, no further action is required.

Event description:
Hill-rom received a report from an account stating the head section would self run up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).